Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check displaying the message "system volume is too high. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility performed service by themselves and found moisture traces in the filter housing of the air gas module and the moisture is the root cause of the failed internal leakage test. The most probable source of moisture into an air gas module is moist air from the hospital's external compressor. According to the user´s manual, maximum levels of water (h2o <7 g/m3) in the supplied gases to the ventilator must not be exceeded. There is no, ventilator malfunction.